Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4); additional information - please note that the first report submitted under 3004753838-2018-007574, describe event or problem ¿it was reported that the smart device operating system was not a supported system. Labeling indicates that the dexcom constant glucose monitoring (cgm) application is only compatible for select smart devices and operating systems.¿ was omitted in error. This follow-up report is to note that event or problem should have reflected the additional noted information. Additional information - event problem and evaluation codes: device code(s): (B)(4) use of device issue and conclusion code: (B)(4) off-label, unapproved, or contraindicated use were omitted in error. This follow-up report is to note that the event problem and evaluation codes should have reflected the noted additional codes.

Event description:
It was reported that the smart device operating system was not a supported system. Labeling indicates that the dexcom constant glucose monitoring (cgm) application is only compatible for select smart devices and operating systems.